Manufacturer narrative:
Weight was reported as not known but appears to be normal weight for her height. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on 02/27/2026 that dr. (B)(6) reported that a silent nite d3 device was fractured. Additional information received reported that on (B)(6) 2026, the 59-year-old female patient noticed when she removed the device in the morning that one of the knobs that holds the connectors broke. There was no injury and no medical/surgical intervention required. The patient stopped using the device after the knob broke. The device has been returned for evaluation. It is unknown where the reported event occurred.

Manufacturer narrative:
Additional information: d9 corrected information: g4 the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Broken- the button appears broke off. Delamination - layers were intact and did not separate. Discoloration - the device was transparent. General cleanliness - the returned device appeared to be partially clean. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: comp-(B)(4).